Event description:
It was reported that the external pulse generator (epg) would not power up correctly. When it was turned on, nothing came up on the screen but the two green pace lights would come on. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the lower case was broken, one battery contact was contaminated, and the keyboard was scratched. It was also noted that the device failed functional testing.